Manufacturer narrative:
Additional information received indicated this as a duplicate report. Please refer to regulatory report #3004209178-2024-13950. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative reported this event had already been reported under regulatory report # 3004209178-2024-13950.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 704mcg/day) via an implantable pump for unknown indications for use. It was reported that patient's pump and catheter were replaced today and the old system was explanted. The patient's new daily dose of gablofen was 704mcg/day, concentration 2000mcg/ml.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath, product type: 0184-catheter; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.